Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate. Additionally, it was reported that the customer received an occlusion alarm. Customer changed the pump supplies and resumed insulin delivery. Customer's blood glucose level was 140 mg/dl.